Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the trial patient had pain at the incision site where her wire is. The patient was meeting 50%; patient stated they had not felt stimulation. The controller read ¿cannot provide desired settings¿. Support staff attempted to assist patient with resetting the external neuro stimulator (ens) but was unsuccessful. The patient was miserable with very bad diarrhea. The patient stated that she felt her bladder is lower than usual all afternoon yesterday with burning sensation, feels like a bladder infection. On (B)(6) the patient had pain like sticking feeling depending on how she is sitting. The patient did speak with their doctor and the plan was to have the leads removed. The patient was unable to connect to the device. No further complications were reported or are anticipated.